Manufacturer narrative:
The following products were used in the surgery: (product ID: 3120517, qty: 3) (product ID: 3120318, qty: 1) and (product ID: 3125517, qty : 2). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with non union and underwent anterior cervical discectomy and fusion (acdf) surgery at c4-7 levels. Post-operatively, a screw was broken in the body of c7. As a result, the broken portion of the screw was captured and removed from the c7 vertebral body. The products came in contact with the patient. No fragment of the screw remained in the patient. No patient complications were reported.

Manufacturer narrative:
Post-op x-rays of c4-c7 acdf show a backed out screw at c7. Solid fusion is apparent at c5-6, less so at c6-7 peek interbody grafts were used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis results: the screw has broken 10mm from the tip. Both sections of the screw have been returned. A microscopic review of the fracture shows the area of crack propagation along with fatigue lines and a sheer lip. These factors are in line with one another and are consistent with cyclic fatigue leading to a material overload. If information is provided in the future, a supplemental report will be issued.